Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia due to insulin flow block alarm. The customer blood glucose level was 440 mg/dl at the time of incident. Customer was offered troubleshooting for insulin flow block alarm and high blood glucose but customer said it was his fault and opted not to troubleshoot since he changed the infusion set. The insulin pump will not be returned for analysis.